Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. While testing on a customer's test environment with cardio 10.1, merge custom engineering developer found if there are two patients with the same last name, same first name and mrn but other different attributes, such as ipid, the physician sees studies from both patients in study comparison view. In the study list if two patients have the same first name, last name and mrn but different ipids the system treats all studies as being from the same patient. Not knowing that the studies available are not all for the same patient when comparing them in study comparison mode, the physician can interpret the wrong studies which may lead to misdiagnosis. Note that this only occurs when two patients have the same first name, last name and mrn which is very rare. (B)(4).